Manufacturer narrative:
Name: medtronic minimed. Country: united states of america. Street: 18000 devonshire street. City: northridge. State: california. Zip code: 91325 ¿ 1219. E1: patient city - (B)(6). Patient country- luxembourg. Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545, manufacturing site: 3003442380.

Event description:
It was reported that the patient faced hyperglycemic event on (B)(6) 2026. Blood glucose level was high at the time of the event and patient took bolus via pump to resolve the issue.